Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post competitive right ventricular lead replacement procedure, pauses due to noise oversensing were observed. Patient was device dependent. Device was explanted and replaced. The pace/sense function of the rv lead was also disabled. Patient¿s condition was stable throughout.